Event description:
Health care professional reports 3 fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatment. These events occurred on 11/09/1999, 11/19/1999 and 11/29/1999. New disposables used to continue the treatments without incident. Estimated blood loss = 150cc. The dialyzers were reused 2, 17 and 18 times prior to the reported event. Hcp reports no pt injury or medical intervention.